Event description:
It was reported that the catheter had been used for one day when it was no longer wedging properly. When the catheter was removed, it was noted that the distal metal band was missing. An x-ray was taken, but the results were inconclusive. The pt has sown no associated problems or complications. Additional x-rays are planned.